Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that the patient faced 3 infusion sets tape not sticking event on (B)(6) 2024. The blood glucose level of the patent was 146 mg/dl, the patient took a shower and bg was 197 mg/dl which raised to 300 mg/dl after she das a coffee. No further information available.

Manufacturer narrative:
Initial and final MDR (B)(4) - 8021545-2024-02874 - device 2 of 3. E1: patient city: (B)(6). Patient country: united states.